Manufacturer narrative:
Additional data: a4, b7, d9, h3. H6: coding has been updated to reflect investigation conclusion.

Event description:
No new information.

Event description:
It was reported that a patient with pain was revised approximately 9 months post-operatively to address a migrated xia blocker at l4.